Event description:
A (B)(6) female pt contacted zoll lifecor customer support to report that one of her batteries would not hold a charge. Support issued the pt a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery won't hold charge) was confirmed. Upon evaluation, the battery pack was found to have mismatched cells, with one cell reading 0.225 volts. The root cause of the mismatched cells cannot be positively determined. No adverse event resulted from the defective battery pack. The pt rec'd a replacement battery pack.